Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother said that the glucose of the patient has been high. The patient's mother stated synchronization failure is impairing insulin delivery when performing a bolus by the infusion device. The mother suspects that the delivery is not done correctly and the patient's blood glucose remains high. No adverse event alleged. A request was made for the return of the device.